Event description:
It was reported that the bd safetyglide¿ needle experienced the needle penetrating through the shield which was noted prior to use. The following information was provided by the initial reporter: material no. 305901, batch no. 0205083. I am reaching out from a user facility to make you aware of an isolated incident. This listed product was discovered to have two needles, one inside of cap and the other needle sticking out side of the pack.

Manufacturer narrative:
H6: investigation summary. Two photos and one safetyglide needle assembly in a fully sealed blister pack from batch 0205083 (p/n 305901) were received and evaluated. It was observed there was an extra cannula present with the sharp end protruding outwards near the top of the hub and punctured the packaging. The double needle was rejectable per product specification. Potential root cause for the double needle defect is associated with the needle manufacturing process. The sample and photos were forwarded to the needle manufacturing site for evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The packaging blister was opened to perform the inspection. The plastic shield was removed confirming a double needle. The safety mechanism had not been activated. The probable root cause is the safetyglide assembly process. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub by adding the epoxy. The safety mechanism is assembled then the plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle. Based on the investigation and the sample analysis, the symptom reported by the customer is confirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle experienced the needle penetrating through the shield which was noted prior to use. The following information was provided by the initial reporter: material no. 305901, batch no. 0205083. I am reaching out from a user facility to make you aware of an isolated incident. This listed product was discovered to have two needles, one inside of cap and the other needle sticking out side of the pack.